Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6)2012, (B)(6) 2011. Patient received treatment for events ¿ abdominal pain , general abnormal bleeding, pelvic pain, migration received treatment for migration: yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received- new events abdominal pain , general abnormal bleeding, psych injury, migration were added. Patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) of 2012. The patient's medical history included rheumatoid arthritis, depression, lower abdominal pain, pelvic pain and anxiety. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2010. Concurrent conditions included uterine bleeding, numbness, tingling, weakness, rheumatoid arthritis, spondylosis, abdominal pain and weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) of 2012 and norethisterone (ortho micronor) (B)(6) 2012 to (B)(6) of 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia (painful sexual intercourse), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), depression ("psych injury / depression"), anxiety ("mental anguish") and migraine ("migraine/headache"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device expulsion, device dislocation, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿ abdominal pain , general abnormal bleeding, pelvic pain, migration. Received treatment for migration: yes. Essure devices bilateral placement of devices, number of coils trailing on right:3 , number of coils trailing on left: 4, one device used on each side. Previously noted right coil is no longer seen within the endometrial cavity/right cornua suggesting that it was explused . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (b(6) 2012: total bilateral occlusion; on (B)(6) 2012: examination confirms bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') and device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube" in (B)(6) 2012. The patient's medical history included rheumatoid arthritis, depression, lower abdominal pain, pelvic pain and anxiety. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2010. Concurrent conditions included uterine bleeding, numbness, tingling, weakness, rheumatoid arthritis, spondylosis, abdominal pain and weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2012 and norethisterone (ortho micronor) (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic"), dyspareunia ("dyspareunia painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), depression ("psych injury / depression"), anxiety ("mental anguish") and migraine ("migraine/headache"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device expulsion, device dislocation, pelvic pain, abdominal pain, dyspareunia, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, fatigue and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿ abdominal pain , general abnormal bleeding, pelvic pain, migration. Received treatment for migration: yes. Essure devices bilateral placement of devices, number of coils trailing on right:3 , number of coils trailing on left: 4, one device used on each side. Previously noted right coil is no longer seen within the endometrial cavity/right cornua suggesting that it was explused. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: examination confirms bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage. Lot number: 846827, manufacturing date: 2011-03, & expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: plaintiff fact sheet received. Event" genital hemorrhage" seriousness criteria was updated to non-serious. Events "migraines/headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain and failure to occlude (close) fallopian tube" were added. Medical history was added. Previously reported event of psych injury was updated to depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, depression, lower abdominal pain and pelvic pain. Previously administered products included for an unreported indication: mirena from 2008 to (B)(6) 2010. Concurrent conditions included uterine bleeding, numbness, tingling, weakness, rheumatoid arthritis, spondylosis, abdominal pain and weight gain. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2012 and norethisterone (ortho micronor) (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012, (B)(6) 2011 patient received treatment for events ¿ abdominal pain , general abnormal bleeding, pelvic pain, migration. Received treatment for migration: yes. Essure devices bilateral placement of devices, number of coils trailing on right:3 , number of coils trailing on left: 4, one device used on each side previously noted right coil is no longer seen within the endometrial cavity/right cornua suggesting that it was explused. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: examination confirms bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage. Lot number: 846827, manufacturing date: (B)(6) 2011, expiration date: 2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device'), device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 846827) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, depression, lower abdominal pain and pelvic pain. Previously administered products included for an unreported indication: mirena from (B)(6) to (B)(6) 2010. Concurrent conditions included uterine bleeding, numbness, tingling, weakness, rheumatoid arthritis, spondylosis, abdominal pain and weight gain. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2011 to (B)(6) 2012 and norethisterone (ortho micronor)(B)(6) 2012 to (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain/chronic"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, psychological trauma, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, (B)(6) 2011. Patient received treatment for events ¿ abdominal pain , general abnormal bleeding, pelvic pain, migration. Received treatment for migration: yes. Essure devices bilateral placement of devices, number of coils trailing on right:3 , number of coils trailing on left: 4, one device used on each side previously noted right coil is no longer seen within the endometrial cavity/right cornua suggesting that it was explused. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: examination confirms bilateral tubal occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 29-oct-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, expulsion of essure device. Reporter information, aka name, concomitant drug, medical history, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.